Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on (B)(6) 2017. It was reported that additional medical history included chronic pain, muscle spasms (also noted as indications for intrathecal compounded baclofen use), and it was believed the patient had "psych issues." The previously reported indication of intractactable spasticity was located in the right upper extremity, bilateral lower extremities, and spine. Concomitant medications included aubagio (teriflunomide) 7 mg/day, flexeril (cyclobenzaprine hydrochloride) 5 mg 3x/day, hydrocortisone 10 mg at 9 am and 5 mg at 9 pm, diovan hctz (valsartan/hydrochlorothiazide 160mg/125mg, ipratropium 0.06% 2 sprays nasally 3x/day, klonopin (clonazepam) 0.5 mg, lamotrigine 100 mg/day, lipitor (atorvastatin) 10 mg, neurontin (gabapentin) 600 mg 4x/day, oxycodone 5 mg every 6 hours as needed, and tramadol 50 mg 3x/day. It was noted that following the (B)(6) 2017 refill, the patient went to the emergency room for symptom management, where she received narcan (naloxone) which caused reversal of pain relief and she experienced withdrawal. The patient was not hospitalized for the events, and was deemed stable for discharge to home later in that afternoon. The event of "difficult to take a deep breath," occurred intermittently from (B)(6) 2017, (also noted: "desat" while sleeping, uses bipap) with "no issues" as of (B)(6) 2017; the "burning, numbness, and itching at implant site" was resolving as of (B)(6) 2017. As of (B)(6) 2017, the previously reported event of "possible/suspected pocket fill" was "ongoing." As of (B)(6) 2017 (most recent fill noted as (B)(6) 2017), the patient's continued treatment included compounded lioresal (2000 g/ml ("40 mg") at 409.6 g/day) and compounded morphine (0.4 mg/ml ("80 mg") at 0.8192 mg/day), per simple continuous infusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2017 regarding a patient receiving compounded baclofen (2000mcg/ml at 409mcg/day) and morphine (4mg/ml at 0.8mg/day) via an implanted infusion pump. The indications for use included intractable spasticity and multiple sclerosis. It was reported that during a refill on the date of report, the hcp suspected that a pocket fill occurred. The hcp was performing the refill, and was only able to aspirate a small amount of fluid from the pump. The hcp then attempted to fill the pump, and the patient complained of a burning, numb, and itchy feeling at the pump site. The patient also reportedly felt as though she needed to take a deep breath. The onset of symptoms was considered sudden. The hcp had injected approximately 5ml of drug, which was believed to have gone into the subcutaneous (subq) tissue. The hcp repositioned the needle and was able to remove approximately 5ml from the pump reservoir. The hcp refilled with the 15ml left in the syringe, and requested medical management assistance. No further complications were reported or anticipated. Additional information was received from a healthcare provider on (B)(6) 2017; it was confirmed that 5cc was injected into tissue, and the aspiration from the reservoir was a trace amount of fluid. The cause of the pocket fill was due to the needle not being in the port as assumed. Regarding actions/interventions taken to resolve the pocket fill, it was further confirmed that medication was removed, the needle was taken out, a new needle was placed into the port, and the medication went into the pump. The pocket fill and patient symptoms were resolved.